Event description:
It was reported that the lead had poor p-wave sensing. The physician tried several locations and had about the same results, therefore the physician decided to settled for the lateral free wall. Post implant the physician reviewed the patient's history which revealed arrhythmogenic right ventricular dysplasia and regurgitation. He hypothesized that the patient possibly had atrial distension which resulted in poor p wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.